Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the error message was due to brake gap out-of-specification (too wide) in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in december 2011 and is nearly 9 years old, well past its expected serviceable life of 5 years. The brake gap needs to be adjusted to the manufacturing specifications to remedy the error message. There was no physical damage observed on the returned autopulse platform during the visual inspection. Also, unrelated to the reported complaint, noticed that the encoder drive shaft does not rotate smoothly, and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch, likely attributed to normal wear and tear. Deburring of the clutch plate needs to be performed to remedy the problem. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The error was found to be due to the drive train motor brake assembly air gap was too wide, measured at 0.010" out of the specification of (0.008" ± 0.001"). Performed the brake gap adjustment and successfully adjusted the brake gap back within the specification of 0.08" ± .001". During the archive data review, a user advisory (ua) 139 (unable to hold compression position) error message was noted around the reported complaint date, thus confirming the customer reported complaint. Further review of the archive data showed the occurrence of user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), user advisory (ua) 17 (max motor on time exceeded during active operation), and user advisory (ua) 02 (compression tracking error) error messages around the reported complaint date. These error messages are not related to the reported complaint and were cleared by the user. User advisory is a clearable error message, user advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. This advisory can happen when the patient is not oriented on the autopulse platform correctly or the patient has shifted. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the user advisory. User advisory (ua) 17 error message alerts the user that the drive train motor did not reach the target depth within specification when used on a medium/large size stiff patient or the lifeband is twisted. The recommended actions to take for this type of user advisory are: pull up the lifeband completely, ensure that the patient and the lifeband are properly aligned, and press restart. User advisory (ua) 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon power-up. No patient involvement.